Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings, and other relevant information regarding the reported adverse event which was provided. A review of subject device service records found that the subject device had recently been serviced for preventative maintenance by a qualified lumenis technician. The subject device met all manufacturer specifications. Subject device malfunction is not the suspected cause of the reported event. Lumenis was informed that the patient was referred to their primary care physician who further referred the patient to an ophthalmologist. Although the patient sustained potentially serious blurred vision, the patient's vision is reported to have resolved with no permanent impairment. A review of the initial report, that the device operator reported administering ipl disposable eye shields while administering both ipl and yag laser treatments, concluded the root cause of the patient's reported blurred vision to be operator error, use of improper eye shields during treatment. No device malfunction was reported.

Event description:
It was reported by a user facility that a patient treated to reduce pigmentation and vascular lesions sustained blurry vision in the right eye following ipl and yag treatment with a lumenis one laser. It was further reported that the facility administered the laser treatment using sperian brand ipl disposable eye shields rated for ipl treatment only. No subject device laser malfunction was reported.